Manufacturer narrative:
Findings: a compromised force sensor alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion test due to alarm. Pump rewind properly. No rewind anomaly or stuck reservoir anomaly noted. Pump received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, severely scratched display window.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm.